Event description:
Report status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged off the balloon onto the patient table sometime after preparation was performed; however, this was not noticed until after the sds was advanced into the patient. During advancement of the sds into the patient, resistance (sticking) was felt with the guide wire. Another guide wire was used for the rest of the procedure, during which another stent was placed successfully. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon and stent implant. There was no contrast visible. There was 4.3 cm of inner member and balloon that was returned intact, there was another 20 cm of inner member noted on the proximal end of the returned guide wire. The balloon was separated at the proximal seal and the inner member was wrinkled for a length of 2.2 cm proximal to the edge of the distal marker band. The soft tip was torn longitudinal past the clear gap and peeled away from the core of the cut guide wire. There were flattened struts on the distal and middle section of the stent implant. The proximal end of the stent implant was mangled. The balloon was tightly folded, but also winkled. There were crimp marks on the balloon where the stent implant had been between the markers. There was 137 cm of an unknown guide wire returned, no coils just core. There was no other damage noted. The stent implant was not measured due to the damaged struts. A mandrel was advanced through the 20 cm of returned inner member, there was no resistance noted. This met manufacturing criteria. An attempt was made to remove the wrinkled inner member and balloon from the end of the core, but due to the damage was not able to remove it. The 20 cm of inner member was able to be moved distal and proximal on the core without any resistance. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.